Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Not returned to manufacturer.

Event description:
It was reported that during patient use, the auto pulse platform (B)(4) performed a couple of compressions then stopped and displayed user advisory (ua) error message. The customer could not remember what type of ua code was displayed on the screen. Multiple attempts were made to contact the reporter to obtain additional information; however, were unsuccessful. No other information was provided.